Manufacturer narrative:
This serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 143877_2011_008004. The pt was implanted with an scs system on (B)(6) 2009. It was reported that the pt had knee surgery about one year ago and had two staph infections, with most recent causing sepsis. It was questioned if the infection could be due to the scs system. The device is still in use. No further info is available at this time.